Event description:
Developed serious fungal corneal infection after using bausch & lomb renu moistureloc contact lens solution, resulting in decreased vision in (l) eye, new, moderately severe "keratosis," pain. Have seen an ophthalmologist every wk for approx 1 month. 1 wk saw dr. 2x wk. Used for approx 6 weeks daily x2 prior to stopping. Event abated after stopping.